Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and had damaged threads. The battery cap also had damaged threads. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: evaluation revealed that the battery compartment was cracked and had damaged threads. The battery cap threads were also found to be damaged.